Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. The customer reported the catheter would not thread through the epidural needle. The customer returned one epidural catheter with catheter guard and lidstock. No needle was returned. The returned catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed the catheter appears typical with no defects or anomalies observed. The outer diameter (od) of the returned catheter measured 1.06mm (caliper c05155) which is within the specification of a maximum of 1.115mm per graphic kz-05400-002; rev 8. An attempt to thread the returned epidural catheter was made. The distal end of the catheter would thread through a lab inventory 17ga needle with no resistance met. A drag test was performed per pip-013 using the returned catheter, a lab inventory needle and weight (c05406). The catheter passed the drag test with the lab inventory needle. Other remarks: specifications per graphic kz-05400-002; rev. 8 was reviewed as a part of this complaint investigation. The reported complaint of the catheter not threading through the needle could not be confirmed based on the sample received. The customer returned a catheter but no needle was returned. The returned epidural catheter could be thread through a 17ga lab inventory needle with no resistance met. The returned catheter also passed a functional drag test, and the returned catheter od was found to be within specification. A device history record review was performed on the epidural catheter and needle with no relevant findings. The catheter is an interactive part. Therefore, based upon the condition of the sample received and the information provided, the potential cause of this complaint could not be determined. (B)(4). Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The complaint reported that when inserting the catheter, the user was unable to pass the catheter through the epidural needle therefore, a new kit was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint reported that when inserting the catheter, the user was unable to pass the catheter through the epidural needle therefore, a new kit was used. There was no patient injury.